Event description:
On 08-aug-2024, a spontaneous report from the united states was received via email regarding a female consumer of unknown age. On an unspecified date, the consumer started using thermacare menstrual 8hr heat wraps. On (B)(6) 2024, the consumer opened a package of thermacare menstrual 8hr heat wraps and one of the black heating elements was leaking. She noticed specks on the outside and around the edge as soon as she opened it. The no longer had the package. The consumer declined to provide further information.

Manufacturer narrative:
The root cause and root cause sub class cannot be identified. The site investigated this complaint by reviewing the device history record and manufacturing controls. The review of the device history record, batch thermal records, and production controls met the product release criteria. There are pre-identified risk factors that could cause heat cell contents to leak listed in the hazard analysis (B)(4). In addition to these hazards, there are multiple risks that are outside the control of the site. There are material and product defect risks identified and mitigated to reduce the risk of these defects. In addition to these hazards, there are risks that are outside the control of the site, which include things like user-damaged cells upon opening (e.g., using scissors). The product warning labels instruct the consumer not to use the product "if heat cell contents leak and/or wrap is damaged or torn." This is a product quality complaint for heat cells damaged/leaking. A risk calculation cannot be determined without the return sample for evaluation.

Manufacturer narrative:
The root cause cannot be identified. The evaluation of the consumer returned sample did not show any obvious defects to the wrap; all cell packs were sealed, there was no damage to the wrap. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls all met the product release criteria. There are pre-identified risk factors that could cause heat cell contents to leak from a heat cell listed in the hazard analysis (rpt-000097160). There are material and product defect risks identified and mitigated to reduce the risk of these defects. In addition there are multiple risks that are outside the control of the manufacturing site. These risks include things like user damages the heat cells when opening the pouch (e.g. Using scissors). The warning labels on the products instruct users not to use the product "if heat cell contents leak and/or wrap is damaged or torn.